Event description:
It was reported that the patient underwent ear reconstruction surgery on (B)(6) 2014 and suture was used. The suture split into two pieces during the procedure. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Upon visual examination, the non-needled segment had a bunched section at one end and a cut end at the other. The bunched section had a clipped-off end suggesting separation at the needle-suture junction. The force required to cause the separation of the sheath fibers at the needle-suture junction could not be determined. The device is pending further evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.